Event description:
The complaint was reported as: the complaint alleges that the rubber on the prongs is unusually thin. This has caused the ends where the connector fits to split. No report of pt injury or necessity for intervention.

Manufacturer narrative:
A visual inspection of the product involved in the complaint was performed on a picture provided by the customer, however, the complaint can not be confirmed since it is necessary to evaluate the physical sample. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection test needs to be performed since the complaint states that "the rubber on the prongs is unusually thin." A functional inspection could not be conducted since the product was not returned. The device history record (DHR) review was conducted and no issues related to deformity issues neither on the product nor its components during the manufacture of the material that could lead to this issue. The customer complaint cannot be confirmed based only on the info provided. In order to perform a proper investigation it is necessary to evaluate the sample involved in the reported incident.